Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21078. The patient received 2 ipgs at different locations and two off-label scs leads. It was reported both ipgs were explanted and replaced due to pain at the pocket site. Both ipg sites were repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.